Event description:
During review of the patient's programming history, it was found that a partial programming event occurred resulting in the patient's settings not being correct. The settings were not corrected until a follow up visit. There were no reports of any patient adverse events as a result.

Manufacturer narrative:
Method: analysis of programming history.